Event description:
New information received on (B)(4), 2018 stated that premature battery depletion was observed as well. Device was explanted and a new device was implanted. Patient was stable with no adverse events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was unable to be interrogated and not communicating with programmer or phone. The device is anticipated to be explanted. Patient was otherwise stable. No further information available.

Manufacturer narrative:
Additional information: the reported field event of an inability to interrogate the device was confirmed and the reported field event of premature battery depletion could not be reproduced. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was evaluated by the supplier and results indicate that the cell was over discharged. The reported interrogation anomaly is consistent with low battery condition which could not be reproduced after replacing the battery. Premature battery depletion could not be reproduced and the cause could not be determined.